Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a low out of range (oor) pace impedance measurement of less than 200 ohms. Except for this single low oor measurement, the rv pace impedance trend shows a stable baseline in the approximately 400 ohm range. In addition, there were subsequent stored ventricular episodes that exhibited noise and oversensing on the rv channel. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that further investigation to assess the rv lead is warranted. The hcp indicated that they plan to bring the patient into the clinic to make attempts to recreate the noise and to conduct serial manual impedance measurements. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a low out of range (oor) pace impedance measurement of less than 200 ohms. Except for this single low oor measurement, the rv pace impedance trend showed a stable baseline in the approximately 400 ohm range. In addition, there were subsequent stored ventricular episodes that exhibited noise and oversensing on the rv channel. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that further investigation to assess the rv lead is warranted. The hcp indicated that they plan to bring the patient into the clinic to make attempts to recreate the noise and to conduct serial manual impedance measurements. The lead was subsequently surgically abandoned and replaced. At the time of this surgical intervention, it was also noted that pacing inhibition had been observed but the patient did not experience asystole as they had a normal underlying sinus rhythm. In addition, the threshold was observed to have increased from less than 1 volt at 0.4 milliseconds to 4 volts at 0.4 milliseconds. As a result of the low out of range pace impedance measurements and the noise observed on the stored episodes, a lead insulation break is suspected but was unable to be observed via an x-ray. No additional adverse patient effects were reported.